Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported feeling a burning sensation at the implant (ins) site, which began about 3 weeks ago, subsided for 2 weeks, and has now returned. Pt stated frequent falls, but not on their back or buttocks where the ins is located. Pt denied significant weight changes. Pt reported being unable to access their therapy app, having tried resetting the controller 6 times and restarting the handset about 20 times without resolving the issue. Pt mentioned seeing the message "[patient therapy app] isn't responding" during the call. Agent instructed pt to reset the communicator and restart the handset. Pt accessed the patient therapy app, scanned the qr code, and placed the communicator near the ins. Pt successfully connected to therapy under group b.  Pt said the device was not 'working'. Pt mentioned having high pain tolerance, being under group b with 12.3 settings, and suspected their external devices were not functioning despite stimulation showing as on. Agent redirected pt to hcp for further evaluation, but pt mentioned the issue was already reported to hcp and remains unresolved. Agent explained the need for an in-person evaluation by hcp. Pt said they might call back to request device replacement.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.